Manufacturer narrative:
The axium coil was returned for evaluation within the introducer sheath. As received the implant coil found stretched with a broken polypropylene filament, and with the implant coil tip missing. Additionally, the pushwire was found bent at the proximal end. The I mplant coil was pushed out from the introducer sheath for further evaluation without difficulty. All other subassemblies appeared to be normal and no other anomalies were observed. As the device was received in a condition was contradictory to the complaint description (coil resistance/stuck inside introducer sheath), follow-up was conducted to confirm the complaint details and that the correct device was returned, however no additional information was received. It is possible that the implant coil became damaged during hydration, however no issues were reported during the hydration process. The customer did not report any damages to the axium prime coil during inspection. In regards to the bends in the pushwire, it is possible that the pushwire became bent during return to medtronic for evaluation as the bends in the pushwire were not reported by the customer. All coils are 100% inspected for damages and irregularities during manufacture. The axium prime coil instructions for use (IFU) issues the following: directions for use: ¿gently immerse the axium prime detachable coil and its detachment zone in heparinized saline. Take care not to stretch the coil during this procedure, in order to preserve the coil memory. While still immersed in the heparinized saline, point introducer sheath vertically into saline and gently retract the distal tip of the coil into the introducer sheath.¿ precaution: "handle the axium prime detachable coil with care to avoid damage before or during treatment". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of small posterior communicating artery aneurysm, the coil was not advanced out of the introducer sheath and therefore, did not advance into the microcatheter. The was coil was damaged inside the sheath. No patient injury was reported. The coil was returned for evaluation and examination found that the distal tip of the coil was separated and missing.